Event description:
It was reported that the patient's parents heard a ratteling within the patient chest and attempted to suction the patient with no removal of mucus resulting. The patient's mother later found the child to be cold. The patient's father initiated CPR while the mother suctioned the child, and removed a plug that was brownish in color. When the ems arrived, the parents stated the ventilator did not alarm at all. Once they arrived at the hospital, the remaining portion of the mucus plug was removed. The child has since been de-cannulated, and is using humidified oxygen therapy.